Event description:
It was reported that during a laparoscopic cholecystectomy the customer used an endopath 5mm blunt tip dissector. While removing the device, the fiber tip came undone and got lodged in the trocar. The procedure was successfully completed. There were fragments generated and the trocar had to the disassembled. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the btd05 devices was returned and a plastic bag with the tip of the device. In addition, the packaging opened was returned. Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. Additional information was requested, and the following was obtained: please clarify: ¿were fragments generated? Yes,¿ did any pieces fall into the patient? No. They got stuck in the trocar if yes, were they retrieved? Yes. Will all pieces be returned with the device? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.